Event description:
The MFR received info alleging a ventilator's internal battery would not charge. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's power supply was replaced to address the issue. During the eval of the device at the MFR's service ctr, the ventilator's ac inlet connector was found to be damaged. The device's ac inlet connector was replaced to address the issue.